Event description:
Boston scientific crm received info that the pt with this right atrial lead twiddled and possibly had an infection. Further eval will be performed after antibiotics are given. All available info indicates that the lead remains in service. There is no add'l info available. If add'l info becomes available, the event will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.